Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system external slider was advanced fully against the front grip. Numerous kinks were observed along the system shaft and stent graft cover. The taper tip lumen was extended distal to the stent graft cover. A kink was observed on the lumen. The lumen was pulled distally and removed with no resistance noted. The taper tip lumen material had broken at the flared section. The rear handle assembly was removed. A section of taper tip lumen material remained on the t-tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aortic aneurysm of unknown size. It was reported that during the index procedure the tip capture didn't go back into the delivery system completely when retrieving the delivery system. Because of this, the removal of the system from the patient was not smooth and as no sheath was used, the femoral artery was injured during removal. It was reported that the patient was coughing, and it was considered may have had another rupture. It was reported that the patient expired 1 day post index procedure. As per the physician, the cause of the event is currently unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.